Event description:
It was reported that the stylet was unable to be inserted into the right ventricular (rv) lead during the implant procedure. Additionally, the helix was unable to be extended or retracted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. As received a complete lead was returned in one piece with the helix found retracted and clogged with blood and tissue. An x-ray examination revealed the inner coil was over torqued inside the connector region consistent with procedural damage. The stylet insertion test was unable to be performed due to the over torqued inner coil. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within required performance specification. The cause of the reported events was isolated to the blood and tissue in the helix region and over torque of the inner coil. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.